Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The cartridge compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: during investigation, the original complaint of a damaged cartridge compartment was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the top to the cover. The battery cap was found to have stripped threads, and was unable to fit securely to the battery compartment.